Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tcr55 instrument did not fire completely. The case was completed by using another instrument. There was no consequence to the patient.